Manufacturer narrative:
Corrected data: implant date d6a.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working after approximately three months of implant. The patient stated that he could inflate the device twice and then it stayed deflated and was unable to inflate anymore. A revision surgery was performed and less than 5 cc of fluid was present in the reservoir. The fluid was removed, the device was explanted and no fluid leaks were identified. A new ipp was implanted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working after approximately three months of implant. The patient stated that he could inflate the device twice and then it stayed deflated and was unable to inflate anymore. A revision surgery was performed and less than 5 cc of fluid was present in the reservoir. The fluid was removed, the device was explanted and no fluid leaks were identified. A new ipp was implanted. No patient complications were reported.

Manufacturer narrative:
D6a implant date: estimated.